Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed ventricular sensing episodes that suggest potential t-wave oversensing on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that programming changes were made and the t-wave oversensing was noted again. Additional reprogramming was discussed.

Event description:
T-wave oversensing (twos) was reported again. Reprogramming was performed with no resolution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.